Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that this one touch basic enhanced meter was displaying inaccurate results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on may 28, 2010 to classify this case. The pt alleged that the product issue began a few months prior to contacting lfs. The pt informed the mss that he used to manage his diabetes with 1000 mg of metformin, but now takes 5 mg of glyburide. At the time the alleged meter issue began, the pt stated that he was taking metformin. The pt stated that he continued with his usual dose of medication despite the alleged issue. On unspecified dates after the alleged meter issue began, the pt claimed that he had several episodes when he felt "weak, tired, and sleepy". The pt was unable to provide any blood glucose readings that he obtained from the subject meter at the onset of his symptoms. At approximately 8 pm on an unspecified date in (B) (6) 2010, the pt claimed that he had a "headache, felt tired, weak and sleepy". The pt stated that he went to the emergency room (ER) to seek treatment for his symptoms. The pt's blood glucose was reportedly tested on the ER meter but was unable to recall the reading obtained. The pt claimed that he was treated with a glucose shot and was monitored until his blood glucose reached "135 mg/dl". The pt stated that he was released the following day 2 pm. The cca documented that the pt did use an approved sample site and followed a correct testing process for obtaining his blood glucose on the reported meter. When the cca guided the pt through a check strip test on the subject meter, the result was not in range. Replacement meter and supplies were sent to the pt. Based on the info provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the pt claims that he obtained inaccurate reading on the subject meter, reportedly developed symptoms, and required acute medical treatment for condition suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.